Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was in critical condition due to the peritonitis and on an unreported date in the same month as the onset, the patient was hospitalized for the event. Treatment for the event and the patient¿s outcome were not reported. On an unreported date in the same month as the onset, the patient¿s catheter was removed and the patient started hemodialysis. No additional information is available.